Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the screen of the integrated electrosurgical unit erbe went blank and the generator had no power. The technical service engineer (tse) had the customer verify the connection of the power cord with several outlets but the issue remained. The customer swapped out the fuses that were attached and the erbe was able to power on. The customer later called back stating that the power was again lost and it was not a fuse issue. The customer continued the case with a force triad generator using the bovie pedals. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the c-33 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and the reported failure was confirmed and reproduced. The fuses housing was broken on the back.